Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving an unknown concentration of sufentanil at 4mcg/day via an implantable pump for spinal pain. On (B)(6) 2016, it was reported that the patient was experiencing pain near the catheter insertion site- near the anchor. A catheter explant was scheduled for (B)(6) 2016 to address the pain. On (B)(6) 2016, it was also reported that the patienthad developed new intrathecal lumbar radiculopathy beginning (B)(6) 2016. The etiology was believed to be the catheter tip being against the patient¿s nerve roots according to the hcp. Nerve blocks did not resolve the issue. The intrathecal segment of the catheter was explanted at a site of lumbar midline incision for diagnostic evaluation on (B)(6) 2016. It was noted that the patient also complained of a significant increase in lumbar pain with the pump wean and did not want to lose therapy.

Manufacturer narrative:
(B)(4) is no longer applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the lumbar pain was the pain that got worse when the pump was turned down. The left radiculopathy was noted to be resolved post-op with the intrathecal catheter segment removed. The doctor felt that the catheter had migrated and put pressure on the nerve root.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.